Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was fractured approximately 31.0 cm from the proximal end; the coil was detached from the pusher assembly and not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure the pc400 coil became fractured into two pieces while being advanced through the px slim. Evaluation of the returned pc400 coil confirmed the failure in the complaint. The pc400 coil pusher assembly was fractured in two pieces. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force at an angle, damage such as this may occur. The coil was detached from the pusher assembly. This detachment likely occurred from the pull wire being retracted after the pusher assembly was fractured. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00851.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, a pc400 coil became fractured into two pieces while advancing through the px slim. The physician removed the pusher wire of the pc400 coil with a segment of coil still attached. The physician successfully pushed the remaining fragment of pc400 coil into the aneurysm using a wire. The procedure successfully continued using a new px slim and additional pc400 coils. There was no report of an adverse effect on the patient.